Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A technical support specialist confirmed that the issue had been resolved by the customer and approved the case for closure. No details were provided regarding how the customer resolved the issue. The system functioned as intended after the customer resolved the problem.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1 had failed, and the cubie in drawer 6 was also broken. The customer reported that the medication was physically present, but the system was not detecting it, and no error message appeared on the screen. The customer rebooted the device and attempted a recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.